Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. UDI cannot be determined due to the discontinuation of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon occurred due to the faulty power supply. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high definition lcd monitor for the annual inspection, without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the unit does not power on due to faulty power supply this medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and device evaluation found that the unit does not power on due to faulty power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.